Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one opening curved on the anterior and crease fold. Leak test and microscopic analysis were performed which identified one sharp opening on the plug strap bond edge and partial delamination on the plug strap disk shell. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on the plug strap bond edge anterior side assessed as an unidentified (tear) opening, and partial delamination on the plug strap disk shell assessed as adhesive failure.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left-side deflation. Device remains implanted.